Event description:
According to the information received, blowing power fused. No death or unanticipated serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer march 25,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction in section d4. Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, "blowing power fuses" could be confirmed. The root cause of the device failure could be traced back to a defective power supply unit, which caused a component fault and thus impaired the functionality of the entire system. The event is filed under internal karl storz complaint ID: (B)(4).